Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7100346. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7100285. UDI: (B)(6).

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information has been obtained. Additional information was received that the spinal cord stimulator (scs) leads were explanted and x-ray imaging showed that fragments of one lead remained in the patient. The explanted devices were kept by the facility. No other information obtained despite good faith effort.